Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Review of the logfiles showed no abnormalities or deviations. The user achieved valid vacuum quickly and performed the treatment without any interruption. Further, no warning or error messages were shown and the energy stayed stable. No abnormalities or deviation could be identified during the reported treatment per review of the logfiles. No technical root cause was identified as the product was found to be within specifications. Clinical review shows in the treatment file at 11 o'clock position a white rectangular foreign body between cornea and applanation cone. This obstacle did not allow to apply the femto laser pulses to desired position. This area then remains uncut and cannot be lifted. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported an incomplete cut during a lasik procedure on a patient's left eye. A small rectangle was noticed on the corneal surface/bottom of the cone. The surgeon proceeded with flap creation and when attempting to lift, the surgeon realized the area was uncut. The procedure was abandoned and the patient is wearing a contact lens. Patient will have photo refractive keratectomy (prk) done in the future. The technician believes there was a piece of paper/plastic from the drape on the patient's cornea.